Event description:
It was reported that the patient¿s blood glucose exceeded 300 mg/dl for over 90 minutes while using the ilet in a nursing facility managed by multiple trained nurses, and the cause of the hyperglycemia was unclear. Symptoms included insufficient clinical information to characterize specific manifestations. Outcomes included insufficient information regarding impact or sequelae. Investigation included communication and interviews with caregivers and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a specific medical device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.